Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported left side ¿pain¿, ¿enlarged lymph nodes¿, and ¿benign tumor in left breast.¿ patient also reported ¿persistent shortness of breath¿, ¿insomnia¿, ¿difficulty concentrating¿, and ¿acne"; these events are not device related. Healthcare professional later reported "rupture", "seroma", and capsular contracture baker grade iii-IV. Device has been explanted.

Event description:
Un-reporting rupture and seroma-late.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphadenopathy.

Event description:
Patient reported " breasts were enlarged .persistent shortness of breath, insomnia, difficulty concentrating, acne, pain, enlarged lymph nodes and a "benign tumor" in my left breast. Device was explanted. This relates to the left side.